Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this implantable pulse generator (pacemaker) and right atrial (ra) lead were explanted and replaced due to noise oversensing without pacing inhibition on the atrial channel. Out-of-range high pacing impedance was also noticed. It was unclear which of these products was causing the mentioned allegations. This pacemaker was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this implantable pulse generator (pacemaker) and right atrial (ra) lead were explanted and replaced due to noise oversensing without pacing inhibition on the atrial channel. Out-of-range high pacing impedance was also noticed. It was unclear which of these products was causing the mentioned allegations. This pacemaker was returned for analysis and no additional adverse patient effects were reported.